Manufacturer narrative:
Implant regio 14 fractured. Construction was a telescopic construction in the upper jaw placed on 4 implants. Bone loss caused by patient related periimplantitis is documented. Material analysis concluded mechanical overloading of the implant. Resubmitted due to submission error.

Event description:
Implant fracture.